Manufacturer narrative:
6/26/2019 - the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A small split was observed at the joint between the extension tubing and the needle housing. Curved shape memory was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed dully granular fracture edges. Material abrasion and buckling were observed in the vicinity of the split. The split characteristics and curved shape memory were consistent with damage caused by device manipulation; however, the observed flaw in the tubing appeared to have contributed to device susceptibility to damage. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that a small hole in the tubing under the needle was observed when flushing port. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdns0020 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a small hole in the tubing under the needle was observed when flushing port. No other information was provided.